Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient experienced high blood glucose. The customer blood glucose level was 23.4 mmol/l at the time of incident. Customer treated their high blood glucose via insulin pump and manual injections. The product will not be returned for analysis.